Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thyroidectomy procedure, the active blade broke by cleaning the instrument with a damp compress. Part did not fell into the patient. No further information is available. The procedure was completed with same like device. There was no patient impact reported.